Event description:
While reviewing the vns patient's programming history, it was found that a faulted diagnostics test occurred which was followed by a partial programming event on the date of implant. The office did not interrogate following these events although they did reprogram the generator. However, the office did not reprogram the patient's off time. The patient left surgery with unintended settings. This was found on (B)(6) 2008 by the neurologist and corrected. Training has been provided to the surgeon's office to interrogate the patient's vns at the end of surgery and office visits to prevent the patient leaving with unintended settings. The suspect medical device was previously noted as being returned to the manufacturer and analyzed in manufacturer report # 1644487-2008-01901. No anomalies with the programming system or software were found during analysis.